Event description:
Additional information was received indicating the lead was found to have dislodged. The lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). This device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited increased thresholds measurements six weeks post implant. A lead dislodgement was suspected. Subsequently, the rv lead exhibited loss of capture (loc). A revision procedure will be considered for an unknown date in the future. This product remains implanted and in service. No adverse patient effects were reported.